Event description:
Dr (B)(6) ended up using the other epicardial lead with serial number (B)(6) great batch medical model 511211. Serial number (B)(6) was capped and deemed unusable due to high thresholds noted on (B)(6) 2022 by dr (B)(6). On (B)(6) is when dr (B)(6) brought this patient back in for this lead revision in the operating room. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).